Event description:
It was reported that the patient was experiencing a burning, aching and tingling sensation in the left foot that seems to not be captured by the scs. It was also noted that the patients ipg was no longer holding a charge. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.